Event description:
It was reported that a minicap extended life pd transfer set leaked. This was observed at the end of peritoneal dialysis therapy. The patient clamped off, disconnected from treatment, and fluid started coming out of the transfer set tip. The patient went to the clinic the same day and the nurse verified the twist clamp was broke and did not clamp off. The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet on the light blue main body of the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. Clear passage testing did not reveal any issues. Leak testing and clamp function testing identified a leak with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.